Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned controller (serial number: (B)(6). The submitted log file and the log file downloaded from the returned controller contained approximately 13 days of data combined (B)(6) 2021 per the timestamp). A driveline fault alarm activated on (B)(6) 2021 at 8:10:25 due to phase 2 being measured lower than phases 1 and 3. The alarm resolved on (B)(6) 2021 at 12:19:50 due to the driveline being disconnected. Following the driveline disconnection, both power cables were disconnected at 12:20:31; these events are consisted with the controller being exchanged. The pump maintained a speed above the low speed limit while the driveline was connected. The system controller functioned as intended during testing. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The driveline phases were measured and no issues were found. Evaluation of the controller did not indicate any issues that could have contributed to driveline faults. It was communicated that there was no obvious sign of driveline fracture observed on the x-rays and the driveline fault alarm cleared following the controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 13sep2016. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU)section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the system controller and the system controller power cables. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that driveline fault alarms occurred with no speed drops seen. A controller exchange was recommended. Patient was asymptomatic and no speed drop was shown from history. There were no obvious signs of driveline fracture shown from x-ray. The customer decided to change controller and the driveline fault disappeared after switching controller. Additional information stated that the log file on (B)(6) 2021 noted pump off, driveline disconnected, low flow and power cable disconnect alarms, that were known while exchanging the controller because of the prior driveline fault alarm that occurred. It was inspected by vendor specialist. There were some disconnected at time of checking by the vendor specialist on (B)(6) 2021. Log files also indicated that patient did not connect to the power module/mpu, which suggests that the patient was sleeping on battery power. There were no other unusual events recorded in the log file event history following the controller exchange.